Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lambiris, e. Et al. (2008), treatment of unstable lower cervical spine injuries by anterior instrumented fusion alone, journal of spinal disorders a& techniques, vol. 21, pages 500-507 (greece). The objective of this study was to summarize the complications after instrumented stabilization of cervical spine injuries in a single-institution series and to discuss management of unstable injuries with respect to the complication rate between the 2 approaches (anterior and posterior). Between 1989 to 2005, a total of 74 patients (49 males and 25 females) with an average age of 36 years (17 to 82 years) were included in the study. 12 patients were treated with an unknown synthes ao plate and special 3.5-mm cortical screws and 54 patients were treated with a cervical spine locking plate (cslp) (synthes spine, paoli, pa). At least 1-year follow-up was necessary for a patient to be included in the study. The following complications were reported as follows: 3 patients with quadriplegia died in the postoperative period while in the intensive care unit 1 male patient developed neurologic deterioration after the posterior procedure; he subsequently underwent anterior discectomy and instrumented fusion and had a partial recovery. 3 patients had reoperations, 1 male patient who underwent early (second postoperative day) revision owing to inadequate osteosynthesis had a slightly prolonged hospital stay (12 d) than the other 2, but he finally had an uneventful outcome. 3 patients had reoperations. 2 of them underwent late revision, when good healing of both the soft tissues and the bone was present. 67 patients had radiographic evidence of fusion. 7 patients didn't. 4 patients had failure to provide lordosis (neutral or <10-degree kyphosis). 2 patients had an inadequate reduction of the dislocation in neurologically intact pts. 7 patients had adjacent level ossification. 3 patients had temporary neural palsies. 2 patients had angulation deformity > 10 degrees (multilevel injury). 1 patient had a postoperative hematoma. 3 patients had obliquity of the plate. 4 patients had minor screw intrusion in the disc. 1 patient had no purchase of the screws (ie, completely in the disc). 1 patient had screw breakage (early ao plate). 4 patients had screw backout with the potential for dysphagia. This report is for an unknown synthes screw. This is report 2 of 8 for (B)(4). The complaint involves 11 devices. Due to a limit of impacted products per complaint, this complaint will be captured under 2 separate complaints as listed below: (B)(4): this complaint will include 10 devices - 5 plates, 5 screws, (1st pc), (B)(4): this complaint will include 1 device - 1 screw (2nd pc).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report captures the reported male patient who had a partial recovery.